Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death, the patient was also not wearing the lifevest at the time of death due to the lifevest "gouging" into his skin.

Event description:
A us distributor contacted zoll to report that a patient had removed the lifevest due to the wires "gouging" into his skin. It was then reported that the patient passed away on (B)(6) 2018 while not wearing the lifevest. The patient reportedly did not seek medical intervention for the "gouging". It was reported that the patient passed away while at home and no one was present at the time of passing. There is no download data available at this time surrounding the patient's passing. The patient's equipment has not yet been returned from the field. Reporting this event out of an abundance of caution as the patient reportedly removed the device due to a skin irritation and subsequently passed away while not wearing the lifevest.